Event description:
It was reported that during a thoracotomy procedure the first two firing were fine with a green cartridge. On the third firing with a green cartridge the staples did not form. The device was loaded for the fourth time with another green cartridge and the device fired fine and complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.